Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). The customer alleged that the pump is changing personal profile settings on its own, and per the customer and his healthcare provider this was the reason customer was hospitalized. Pump data was requested to troubleshoot/ investigate allegations. The customer was released from the hospital 3 days later ((B)(6) 2015), and will be downloading pump data for review.